Manufacturer narrative:
Kci has deemed this event not reportable based on the information received from the physician.

Event description:
On oct 16 2015 the following was reported to the kci kk representative by the physician: the patient [as originally reported at the 17th annual congress of (B)(6) society of pressure ulcers on (B)(6) 2015] who allegedly experienced an infection while on v.a.c. Therapy in fact experienced pain, rubefaction to the third toe and residual osteomyelitis while on v.a.c. Therapy. The physician confirmed that the pain improved after lowering pressure settings and neither the rubefaction to the third toe nor the residual osteomyelitis were caused by or related to v.a.c. Therapy. The physician confirmed that the specific device information could not be provided. Therefore, kci cannot conduct a device evaluation of the unit.

Manufacturer narrative:
This statement is to correct information reported in initial report sent on sep 25 2015. Suspect medical device 4. Model # the information was reported as: asku. Correction: unkvac.

Manufacturer narrative:
The patient was treated with negative pressure wound therapy during the apr 2010 to dec 2014 time period. It is unknown when the event occurred as this information has not been provided. Based on information provided, it cannot be determined that the alleged infection is related to v.a.c.® therapy. Kci has not been able to obtain sufficient information to establish a root cause. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.

Event description:
The following was reported to the kci kk representative by the physician: at the 17th annual congress of (B)(6), the physician reported the results of a v.a.c. Therapy case study conducted from apr 2010 to dec 2014 (exact date of the specific event was not provided). The patient experienced an infection while on v.a.c. Therapy. No additional information is available. The unit in use was either a v.a.c. Ats or activ.a.c. The unit serial number was not provided; therefore, kci cannot conduct device evaluation of the unit.